Event description:
Pt had hemi-arthroplasty on 3/26/92. Pt continued to have pain, swelling and crepitus of the left knee. On 5/26/94 pt underwent surgery for removal and replacement of hemi-arthroplasty. It was noted the polyethylene portion of the metal-backed tibial component was completely worn through to the metal. The surrounding tissue was black from metal reaction. The polyethylene portion was not the black carbon reinforced type (MFR and lot numbers are unknown.) Fracturing of the tibial base plate was also noted. Multiple fragments of the tibial articular insert were removed.